Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) was implanted in his left eye, the surgeon noticed a spot centrally on the iol and his vision seemed blurry. The lens was exchanged nine months after it was initially implanted. Another lens of same model was implanted. The second lens implanted became displaced and was repositioned three weeks after it was initially implanted. The pt's vision is now much improved. There are two med device reports associated with this event. This report is for the second iol that became displaced and was repositioned. A separate report will be filed for the first iol that was exchanged. No further info is expected.